Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 26 of the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.